Event description:
It was reported in an article in stroke journal that five months post procedure a follow-up angiographic evaluation revealed 75% in-stent stenosis of the previously treated internal carotid artery (ica) and a flow decrease of more than 25% compared with an initial post-treatment flow rate. The patient was asymptomatic. Re-angioplasty was performed to treat the recurrent critical stenosis.

Event description:
It was reported in an article in stroke journal that five months post procedure a follow-up angiographic evaluation revealed 75% in-stent stenosis of the previously treated internal carotid artery (ica) and a flow decrease of more than 25% compared with an initial post-treatment flow rate. The patient was asymptomatic. Re-angioplasty was performed to treat the recurrent critical stenosis.

Manufacturer narrative:
Conclusion: for anticipated procedural complication. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Restenosis is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Manufacturer narrative:
Complaint source - literature: amin-hanjani et al. Stroke(USA)2010;41:2534-2538 - (B)(4)